Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level was over 400 mg/dl. The customer took bolus to treat high blood glucose level. The customer's current blood glucose level is 333 mg/dl. Insulin pump passed displacement test and self test. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in emergency room, nor admitted into hospital due to high blood glucose. Auto mode feature was active. The infusion set cannula was bent and customer noticed air bubbles in the tubing during therapy. The insulin pump will not be returned for analysis.